Event description:
The plunger drive mechanism was not properly loaded upon initiation of therapy. The pump motor was running but the syringe plunger was not administering drug. The pump does not alarm for misloaded syringe driver mechanism. Pump indicated that all medication in the syringe had been given. In fact, no medication had been infused. The pt was terminal and subsequently died. The death is reported to have been unrelated to this misloading event.